Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: I have had three separate days in which I used extensive amounts of alaris tubing with several of them being faulty tubing.  No matter how much I would prime the line and ensure there was not a single air bubble, change the channels, change the entire alaris module, clean the sensors, even change the medication and saline bags I was using...the alaris would continue to alarm "air in line".  It was only fixed upon completely changing out the tubing.  I have also had two other coworkers with the exact same issue, only resolved upon swapping out the tubing after already trying all the previous methods mentioned. They however were unable to save their packaging due to some good tubing and some bad tubing wrappers being put in the same trashcan.  We also had someone who opened brand new tubing that was put together partially upside down.  The spike and drip chamber were correctly placed at the top, but then every port and the roller clamp were upside down.  Meaning the one-way valves were also facing the wrong way.

Event description:
Cancel.

Manufacturer narrative:
MDR made in error with - correction filed to cancel as this issue were investigated under (B)(4).